Event description:
Patient experienced a series of procedures associated with an initial osteotomy performed in (B)(6) 2011. Post operatively, the patient experienced an infection on an unknown date. In (B)(6) 2011, the patient underwent a t10 - ileum matrix and tpal with procedures to clean the infection. Approximately 1-2 weeks postoperatively, the surgeon determined "failure with the matrix connector." On (B)(6) 2012, surgery was performed to remove the tpal spacer and due to the patient's co-morbidity, including diabetes, the final part of the surgery took place on (B)(6) 2012 at which time the surgeon removed hardware, l5-s1. As the surgeon was exposing, one of the locking caps, l5, left was loose and came out with a pick up. In addition the rod had become disengaged at the sacrum. All other hardware was intact and a new iliac screw was added.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product wa received.